Event description:
Patient in or (operating room) for right knee arthroscopy and right patellar realignment. Upon arrival to pacu pt had complaints of pain on left inner thigh. Examined pt and found a reddened and a raised area. The reddened area was 3" in diameter and the raised area was 1.5" in diameter with a white pinpoint center. A bovie patch was placed on the left thigh about 4" from the site. Nothing was found under the bovie patch site. Pt was positioned in leg holder site. Pt was positioned in leg holder and left leg was in black 1 shaped leg pillow with a folded pillow underneath. Md (medical doctor) examined pt. Electric cautery unit was sent to biomed for evaluation.